Manufacturer narrative:
B5-updated information: reportedly, the patient is "perfect" now and without symptoms. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm visian icl lens, -17.0 diopter into the patient's left (os) eye on (B)(6) 2020. The surgeon reports pain in the ciliary arch. Attempts to obtain additional information have not been successful. Reportedly, the doctor thinks possibly this pain is not due to the icl.